Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The initial eval duplicated the main lamp turning off and the emergency lamp activating. The xenon bulb was determined to be a non-olympus part, and there was no thermal compound on the bulb as recommended. Additionally, the lamp holding screws were loose, and the lamp life meter indicated that the bulb had been operated beyond the recommended interval. The device has been serviced and returned to the user facility. The clv-s40 instruction manual states: "warning: never use a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction and/or fire." The cause of the user's experience appears to be due to improper maintenance of the device. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that midway through a diagnostic arthroscopy procedure, the light intensity decreased, and a complete loss of image ensued. The emergency lamp activated; however, the physician subsequently elected to abort the case. There was no pt injury reported.